Event description:
It was reported that during a thrombectomy, it was observed that strings sheared off while advancing the wire into the microcatheter hub while using a metal introducer. Two devices are addressed in this event as no lot and limited incident information was known. The actual incident dates are unknown however, the information was provided on (B)(6) 2022. No harm or injury to the patient was reported.

Manufacturer narrative:
The lot number was not provided; therefore, a review of device history record (DHR) could not be performed. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies damaged coating as potential complications associated with use of the device.

Manufacturer narrative:
The device was not returned for evaluation; therefore, the product analysis could not be performed. The following information was provided by ashitaka. Ashitaka factory has been making efforts in maintaining the quality of the product by implementing thorough work and inspections, for example, as follows. In the assembling process, the product is measured 100% for the outer diameter to assure that there is no anomaly in it. By controlling the dispensing amount of materials and the stirring time of hydrophilic coat solution, the coating amount and coating condition are controlled to be uniform. 100% visual inspection is performed prior to packaging to ensure that there are not any anomalies in the appearance, such as an exfoliation of hydrophilic coating, a separation of outer layer, or an adhesion of foreign matter. The metal inserter that comes with this product is the dedicated tool for inserting the guidewire into the concurrently used device. The inserter should be removed once the guidewire insertion is complete. Please ensure the users are thoroughly informed that the guidewire shall not be withdrawn while it is located inside the inserter. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be verified.